Manufacturer narrative:
Other applicable components are: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 388928, lot# 0210080847, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer via a manufacturer representative reported the consumer was feeling sudden bouts of intensity even though she had not changed the amplitude of stimulation on her programmer. The consumer had a fall in the fall of last year, but she was unsure if that caused the issue, as she had been experiencing this sudden surge since she got implanted. Troubleshooting was noted as checked the patient programmer was working and had the consumer decrease the amplitude to a setting that was comfortable. The consumer reported the programmer was working and even though she had never changed the intensity from the value she was comfortable at, there were sudden surges in intensity even when she did not touch the programmer. The consumer was referred to her medical professional. It was noted that the issue was resolved. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the surges were felt when the consumer was sitting. No additional troubleshooting was done as the consumer was happy with the programmer settings. It was noted that the consumer was referred to her physician and no further information was obtained.